Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose level of 1 mmol/l. Customer had blood glucose level of 277 mg/dl. Customer stated that the insulin pump was off. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.